Manufacturer narrative:
(B)(4). Unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was an issue with the er320 device. When the trigger was pushed, it did not close the clips. There was no problem with the device jaws. Cross clips are applied during application.